Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced resistance while filling a cartridge. Additionally, it was reported the insulin gauge was inaccurate. The customer's blood glucose was 277 mg/dl. The customer declined further troubleshooting regarding the reported issue.